Manufacturer narrative:
Internal complaint reference: case (B)(4). FDA's medwatch report reference number: mw5106677.

Event description:
It was reported that, after a tka surgery performed on 2016, the patient has experienced instability, pain, swelling, sickness and is barely able to walk and get around. The patient stated that, when standing in one spot, his knee will let go and it feels like he could fall at any time. A walker was given to the patient to assist with walking and goes to the gym to try to help the condition, but overall he feels the device has not been satisfactory and has not helped him. The current health status of the patient is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested information, the root cause of the reported symptoms and events cannot be definitively concluded and the patient impact beyond the reported cannot be determined. It is unknown if a revision has been planned or scheduled. Per case details, ¿the patient¿s current health status is good.¿ therefore, no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that fracture of implant components has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, joint tightness, material in use, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00091702-1